Event description:
New information received notes that during a normal follow-up, multiple capacitor maintenances were performed and alerts for charge time limit reached were observed. The device was explanted and replaced. The patient was discharged in stable condition.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for long capacitor charge time was observed via remote transmission. The patient was brought into the clinic and the capacitor reformed appropriately multiple times. Programming changes were made. The patient will continue to be monitored.